Manufacturer narrative:
This 40-year-old female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no: e25512, d60146) inserted. The report describes a case of fallopian tube perforation ("implant misplaced on right side (right unilateral partial perforation, too much damaged fallopian tube)". Other product or product use issues identified: intentional device use issue "essure placement attempt on fallopian tube which already contained essure implant" on (B)(6) 2016 and device difficult to use "implant cannot be inserted correctly in tubal lumen (second essure)" on (B)(6) 2016. The patient's past medical history included gravida ii, parity 2, cesarean section and general anesthesia (for essure placement). No abnormal uterine findings prior to insertion. Previously administered products included for an unreported indication: leeloo (levonorgestrel, ethinylestradiol) and ae: amenorrhea. Past adverse reactions to the above products included amenorrhoea with leeloo (levonorgestrel, ethinylestradiol) and ae: amenorrhea. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 4 months 26 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy was done for salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had resolved. The relationship of fallopian tube perforation to treatment with essure was not reported. The reporter commented: placement of essure went without complications and considered easy by physician. The visualization of tubal os was easy. No fluid loss greater than 1500cc was observed. No complaints immediately after insertion. Patient presented no symptoms. Patient was not advised to rely on essure based on the result of confirmation test. It was not medically necessary to remove essure, and it was not removed because of patient request. Removal method: laparoscopic there were no signs of infection or inflammation. Laparoscopy done for salpingectomy because new essure placement was not possible even if implant was not visible in intrauterine, and fallopian tube were too much damaged for clips placement. Diagnostic results: on (B)(6) 2016 plain abdominal x-ray: evoked diagnosis of incorrect essure position. No organ or intra-abdominal structure perforated. Essure in left tube: correct position. Right tube: partial perforation. Proximal and distal part in fallopian tube, extra-uterine loop aspect. On (B)(6) 2016 hysterosalpingogram: confirmed incorrect location of right essure; no tubal occlusion was confirmed; inefficiency of right implant with opacification and partial peritoneal cavity flood. Lot number: d60146, manufacture date: 02-mar-2015, expiration date: 28-mar-2018. Lot number: e25512, manufacture date: 08-sep-2015, expiration date: 28-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: update of quality-safety evaluation of ptc ( update of FDA codes). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported by a physician and describes the occurrence of device dislocation ("implant misplaced on right side / there was a part of the implant out of the fallopian tube and part still in the fallopian tube") in a female patient who received essure (batch no. E25512). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device misuse ("essure placement attempt on fallopian tube which already contained essure implant"). In (B)(6) 2016, the patient started essure. In 2016, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced device difficult to use ("implant cannot be inserted correctly in tubal lumen (second essure)"). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the device dislocation and device difficult to use outcome was unknown. The reporter considered device dislocation and device difficult to use to be not reported (study) to essure. Quality-safety evaluation of ptc: lot number: e25512 (B)(4). Based on complaint as reported, the complainant does not mention a malfunction related to the essure device usage, therefore, a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-dec-2016: despite follow-up attempts, no further information was obtained. Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that implant misplaced on right side. There was a part of the implant out of the fallopian tube and part still in the fallopian tube. A laparoscopy was performed and it was reported the system was not kept. The reported event, seen as device migration, is serious due to its medical importance and considered anticipated event in the reference safety information for essure. In this case, the exact date and mechanism of device migration were not known. In addition, it was reported insertion failure was due to anatomic reason. Nevertheless, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Based on complaint as reported, the complainant does not mention a malfunction related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Product technical analysis was performed as review of the manufacturing batch record (complaint sample was not available) and, according to results, final product testing for this lot was performed per requirements and the product met all release requirements. Further information from investigator is still expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Lot number: d60146. Production date: 02-mar-2015. Expiration date: 28-mar-2018. Lot number: e25512. Production date: 08-sep-2015. Expiration date: 28-sep-2018. (B)(4). Sample not available. We conducted a review of the manufacturing batches record and confirmed that final products testing for this lots were performed per requirements and the product met all release requirements. We are unable to confirm any quality defector device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch d60146. No similar ae case reports have been received to date in relation to the reported batch e25511. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2017 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation of ptc updated. Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and confirmation test performed approximately 4 months later showed implant misplaced on right side (right unilateral partial perforation, too much damaged fallopian tube). Physician tried to insert a new essure on the right side, but it was not possible and a laparoscopy was done for salpingectomy. The reported event, seen as fallopian tube perforation, is serious due to its medical importance and anticipated in the reference safety information for essure. In this case, the exact date and mechanism of perforation were not known. The insertion procedure was described as easy, and the patient had no symptoms. Nevertheless, given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury reported, and since surgical intervention was performed. According to the product technical complaint (lot numbers d60146 and e25512), a product quality defect could not be confirmed but is considered plausible.

Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 18-oct-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and was involved in a reimbursement or compensation activity, study number: (B)(6). Study description: essure generic reimbursement program. In (B)(6) 2016 a bilateral essure placement was done by another gynaecologist. On (B)(6) 2016 ostium was seen, implant could not be inserted correctly in tubal lumen (cf tenacious attempt in front of past history). Essure was misplaced on right side subsequently. In reality, at the time of laparoscopy, there was a part of the implant out of the fallopian tube and part still in the fallopian tube, as an obstacle. Insertion failure was due to anatomic reason. Lot number was reported as e25512 (not specified for which essure). The system was not kept. Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that implant misplaced on right side. There was a part of the implant out of the fallopian tube and part still in the fallopian tube. A laparoscopy was performed and it was reported the system was not kept. The reported event, seen as device migration, is serious due to its medical importance and considered anticipated event in the reference safety information for essure. In this case, the exact date and mechanism of device migration were not known. In addition, it was reported insertion failure was due to anatomic reason. Nevertheless, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Further information and product technical analysis are being sought.

Manufacturer narrative:
The patient's past medical history included gravida ii, parity 2, cesarean section and general anesthesia (for essure placement). No abnormal uterine findings prior to insertion. Previously administered products included leeloo (levonorgestrel, ethinylestradiol) with an associated reaction of amenorrhoea. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 147 days after starting essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced device difficult to use ("implant cannot be inserted correctly in tubal lumen (second essure)"). The patient was treated with surgery (laparoscopy was done for salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube perforation had resolved and the device difficult to use outcome was unknown. The relationship of fallopian tube perforation and device difficult to use to treatment with essure was not reported. The reporter commented: placement of essure went whiteout complications and considered easy by physician. The visualization of tubal os was easy. No fluid loss greater than 1500cc was observed. No complaints immediately after insertion. Patient presented no symptoms. Patient was not advised to rely on essure based on the result of confirmation test. It was not medically necessary to remove essure, and it was not removed because of patient request. Removal method: laparoscopic. There were no signs of infection or inflammation. Laparoscopy done for salpingectomy because new essure placement was not possible even if implant was not visible in intrauterine, and fallopian tube were too much damaged for clips placement. Diagnostic results: (B)(6) 2016 plain abdominal x-ray: evoked diagnosis of incorrect essure position. No organ or intra-abdominal structure perforated. Essure in left tube: correct position. Right tube: partial perforation. Proximal and distal part in fallopian tube, extra-uterine loop aspect. On (B)(6) 2016 hysterosalpingogram: confirmed incorrect location of right essure; no tubal occlusion was confirmed; inefficiency of right implant with opacification and partial peritoneal cavity flood. Most recent follow-up information incorporated above includes: on (B)(6) 2017: perforation questionnaire received from gynecologist - patient's medical history and device insertion details (new batch number reported - d60146) were added. New event details were provided. Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and confirmation test performed approximately 4 months later showed implant misplaced on right side (right unilateral partial perforation, too much damaged fallopian tube). Physician tried to insert a new essure on the right side, but it was not possible and a laparoscopy was done for salpingectomy. The reported event, seen as fallopian tube perforation, is serious due to its medical importance and anticipated in the reference safety information for essure. In this case, the exact date and mechanism of perforation were not known. The insertion procedure was described as easy, and the patient had no symptoms. Nevertheless, given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury reported, and since surgical intervention was performed. Product technical analysis based on initially available information resulted in an unconfirmed quality defect. An updated technical analysis is expected (new lot number reported on follow-up).